Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was not delivery insulin for a week. The patient's blood glucose level was 368 mg/dl at the time of the call. The customer stated that they had the settings on their insulin pump was changed a month prior at the hospital. The customer did not state why they were in the hospital. The customer was informed to change the reservoir and infusion set.